Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked from the connection of the bd insyte¿ autoguard¿ shielded IV catheter and safety barrel during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "during puncture, hcp couldn't confirm flush back and blood leaked from the connection of the catheter adapter and the safety barrel."

Event description:
It was reported that blood leaked from the connection of the bd insyte¿ autoguard¿ shielded IV catheter and safety barrel during use. The following information was provided by the initial reporter, translated from japanese to english: "during puncture, hcp couldn't confirm flush back and blood leaked from the connection of the catheter adapter and the safety barrel."

Manufacturer narrative:
H.6 investigation summary: bd received one opened unit that has been retracted and shows sign of usage in the flashback chamber and catheter. In addition, five photographs were submitted that show similarities to that of the returned unit. A microscopic inspection of the catheter and adapter was performed. Damage was not observed on the tubing or luer adapter. A leakage test was performed where compressed air at 8 psi was connected to the end of the adapter/tubing and the part was then submerged in water to determine if leakage is present. No leakage was observed on the unit. It is possible that flashback might have appeared delayed at the moment of insertion, causing the clinician to manipulate the device, which separated the catheter assembly and hub allowing leakage to occur onto the grip and button of the device. As the device has been used it is impossible to verify. We were unable to confirm the reported issue as well as identify a root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.